Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy for detection of atrial fibrillation (af) with rapid ventricular response by the implantable cardioverter defibrillator (ICD). The device remains in use. It was also reported taht the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.